Event description:
It was reported the patient presented for an unrelated procedure. During the procedure, it was discovered that the left ventricular lead exhibited high capture thresholds and had dislodged. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.